Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2015; 5076-45 lead, implanted: (B)(6) 2015; a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire pacing system was explanted and replaced with a leadless implantable pulse generator (ipg). Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.